Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic stimulation. It was noted the left ventricular (lv) lead exhibited a "lead dislocation" and the lv lead was reprogrammed. The patient then experienced tachycardia, palpitations and general discomfort and it was noted the patient was no longer receiving cardiac resynchronization therapy (crt) after the lv lead was reprogrammed. The lead remains in use. The patient is a participant in the optilink hf clinical study. No further patient complications have been reported as a result of this event.